Manufacturer narrative:
Additional information: section d: device available for evaluation, device returned to manufacturer and date returned to manufacturer. Section g: date received by manufacturer. Section h: if follow-up-what type, device evaluated by manufacturer, reason for non-evaluation, evaluation codes. The evoke scs system was returned to saluda for analysis. The evoke closed loop stimulator (cls) passed visual inspection. The patients¿ event logs were reviewed, with no anomalies identified. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system was confirmed to be operating as intended prior to explant. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿.

Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient requested explant due to inadequate pain relief. The patient had been implanted for 33 months. The evoke scs system was confirmed to be functioning as intended.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.